Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system and viewing station of the imaging system lost communication between each other. Communication was re-established when the interface (umbilical) cable was manually adjusted. There was no patient present when this issue was identified. No additional information was provided.